Manufacturer narrative:
The customer ordered a pt control module board to repair the bed.

Event description:
Info received indicated the bed exit alarm would not alarm at bed side, but does send alarm through nurse call communication port.